Event description:
Arcing from disposable electrode attached to a resectoscope which was connected to esu electrosurgical unit. A different electrode from gyrus acmi lot #289166c was used satisfactorily.